Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient stated since getting the ins, she felt her insulin pump battery was running low quicker. The rep reported that now with the ins, the insulin pump batteries only last 1-1.5 weeks before needing to be replaced and that the patient was running through insulin quicker. No specifics were given for what ¿quicker¿ means. The rep reported that the patient had been more active on (B)(6) 2018. It was reviewed to have the patient continue to monitor and keep a diary. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that it was not determined what depleting quicker meant. The rep reported that the patient was advised to contact the manufacturer of the insulin pump. The rep reported that the issue was the same. No further complications were reported.